Event description:
The event description provided by the distributor indicated: veronail long implanted. Four months after: extraction to be done: (B)(6) 2012. Surgeon tried to extract the nail with a surgery set of veronail and not the extraction set. It appeared that the second proximal screw is melt into the nail, whereas the first proximal screw went out easily. After four breakages of tungsten drill bits (not manufactured by orthofix (B)(4)), the surgeons decided to stop the surgery, with 1 screw and the nail still implanted. On (B)(6) 2012 a new removal surgery was performed. No adverse effects for the pt, apart from he went in the operating room twice for the implants removal. Please also kindly refer to MFR report number 9680825-2012-00041. (B)(4).

Manufacturer narrative:
Analysis of historical records: the returned locking screw has been rec'd in a condition that makes impossible to determine the code and lot. For this reason, it is not possible to conduct an analysis of the records relevant to the specific lot. Technical investigation: the technical investigation on the returned broken locking screw, rec'd on (B)(4) 2012, is currently on going. The returned locking screw has been rec'd in a condition that makes impossible to determine the code and lot. Clinical eval: the info available on the case was sent to our medical evaluator. The clinical eval is currently on going and will be closed once the results of the technical investigation will be available. Orthofix (B)(4) has requested further info on the event such as pt's diagnosis, copy of the operative reports, pre and post-operative x-rays and pt's current health condition. Unfortunately, this info has not yet made available. As soon as further info and/or the results of the technical investigation will be available, orthofix (B)(4) will provide you with a f/u report. Orthofix (B)(4) continues monitoring the devices on the market.